Event description:
Customer reported during a cystogram with retrogrades on a (B)(6) patient the system fluoro failed. Staff was able to complete the procedure with a c-arm. No reported injury.

Manufacturer narrative:
Customer called service and reported no fluoro or digital rad exposure. Customer reported there were no errors and that they had already tried recycling the generator and nexus computer with no change. Tech service then walked customer thru a power cycle for the thales processor by having him power up the processor then the computer in the proper sequence and now the system was fully functional. However, since the computer logged some communication with the processor, tech service advised customer to have a field service engineer (fse) onsite to investigate. When fse arrived on site, unit was ok (tech service phone call) and back in service. Fse downloaded the error logs then sent them to analyze, then checked the system for proper operation per service checklist (B)(4) and returned unit to the customer for service. Infimed reviewed the error logs and reported that this issue was due to a momentary power disruption recorded in the memory logs. Infimed also stated that they noted in the logs that the user does exit the nexus application at the end of each day, but they do not shut down the pc. Infimed said that an occasional shutdown is recommended to restart windows. Leaving the system running overnight leaves it vulnerable to power line disruptions.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.